Event description:
The customer reported an initial beta-human chorionic gonadotropin result of 585 miu/ml on a pt sample. Two days later, a new sample on the same pt produced a beta-hcg result of 77,000 miu/ml. The lab repeated the initial sample and obtained a result of 78,900 miu/ml. There was no report of pt harm as a result of this event.